Event description:
Reporting status: malfunction. Reporting rationale: difficult to deflate is likely to cause or contribute to pt injury. Device issue: difficult to deflate/difficult to remove. It was reported that the physician inflated the balloon to 18 atm to deliver the stent; however, when he deflated the balloon to remove the stent delivery system (sds), the balloon did not deflate, and it felt as if the balloon was stuck to the stent. A syringe was used to try and deflate the balloon manually, that also didn't work. The inflated balloon was then pushed forward through the stent, and then pulled back with force. The balloon then came out partially deflated. The pt was stable after the procedure. When the balloon was out of the pt, another attempt was made to deflate, and the balloon would deflate very slowly, and also would not wrap around the catheter. The sds shaft of the sds was bent upon withdrawal. The sds did not deflate and the physician said he felt resistance upon removal of the balloon, as if it was stuck to the stent. There were no symptoms or complications related to the balloon withdrawal resistance. No pt effects were reported. No additional info is available. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood in the guide wire lumen. There was contrast in the inflation lumen. The balloon was returned flattened. There was a kink on the hypotube 15.3 cm distal to the strain relief tubing. There was no other damage noted to the sds. The overall total length of the catheter was measured and met manufacturing criteria. The overall length was 143 cm. Another company's inflation device was also returned and filled with renografin 60 diluted 1:1 with water to measure the deflation times of the balloon. This met manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.